Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after pump was submerged into water. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg.